Event description:
It was reported that on (B)(6) - (B)(6) 2010, the minimum and maximum impedances on the lead were 20,000 - 34,000 ohms. The lead was reported to be fractured, no capture was noted, and oversensing was seen. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.